Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lens, and a worn uso seal. There was no evidence of the reported problem in the device's event history log. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the inoperable dso sensor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a "cassette latch error." Patient involvement is unknown.